Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The pump was returned, and analysis found no evidence of anomalies. The 8784 catheter was returned, and analysis found damage to the transition tube in the catheter body. The 8782 catheter was returned, and analysis found a user related hole in the catheter body. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The other relevant components include: product ID: 8784, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. Product ID: 8782, serial# (B)(4), implanted: (B)(6) 2017, product type: catheter.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative regarding a patient with an implantable drug infusion pump indicated for intractable spasticity and cerebral palsy. The pump contained an unknown brand of baclofen [2000 mcg/ml] at a dose of 854.2 mcg/day. It was reported there was a possible infection post-procedure. The physician was hoping not to have to explant the pump. The event/difficulty was reported to have occurred in (B)(6) 2017. There were no environmental/external/patient factors that might have led or contributed to the issue. There were no diagnostics or troubleshooting performed. It was unknown what actions/interventions had been taken to resolve the issue. The issue was not resolved at the time of the report. Surgical intervention did not occur, and it was unknown if it was planned. The patient status at the time of the report was alive ¿ no injury. No further patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the hcp via the representative reported the pump was explanted on (B)(6) 2017. No additional details were reported to the representative regarding the case.